Event description:
The pt was revised because of loosening of the tibial component; there was no fixation of the tray to the cement mantle, malalignment of the femoral component, and titanium allergy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.